Event description:
The patient reported that she had discomfort after removing the vgo, patient realized the vgo needle did not go into the device like usual. Patient "had pain, like something was stuck inside" at the vgo site. The patient went to the hospital and was afraid the needle was still inside her. The patient states the doctor shined a light on her abdomen and saw the needle. The patient states the doctor removed the vgo needle and the pain stopped.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint for the alleged needle fracturing off in body could not be confirmed. The needle confirmed to be whole and intact.